Manufacturer narrative:
Mentor received additional event information that the patient experienced additional symptoms of blisters/boils and recurrent inflammatory problem on her head. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a breast augmentation revision with 325cc mentor smooth round moderate profile saline breast implants experienced bilateral device migration and unexplained systemic symptoms postoperatively, including pain under the arms, poking sensation/pins and needles around right areola, headaches, shoulder and neck pain, problems with autoimmune, aches, fatigue, feeling unwell, disseminated shingles, thyroid issues, and getting sick easily. Furthermore, the patient also reported undergoing a nerve conduction study test. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Implantation date was estimated based on available information. If additional information is received, a supplemental report will be submitted as applicable. This medwatch report is for the left-sided implant.

Manufacturer narrative:
Mentor received additional event information regarding the patient¿s generalized illness symptoms. The patient suffered with additional unexplained systemic symptoms, including chronic depression, back pain, herniated discs in neck and required surgery, neck fused from c3-c6, and breaking out on her head. Manufacturer¿s reference number: surgical intervention. Manufacturer¿s reference number: (B)(4).